Event description:
Customer alleges hand grips slid off the back canes. Minor injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tracer sx5, serial number/date code (B)(4) is approximately 3 years and 5 months old. The owner's manual part number 1110550 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer alleges that the hand grips on the back canes of the chair used by the caregiver operating the chair have completely slid off several times. Consumer stated this does not happen when it is cold or in the winter, only when it is warm.